Event description:
It was reported by the vascular closure specialist that an (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained "just right above" the left bifurcation via a sheath (size and model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 4mm. Following the procedure, the physician (training status is unconfirmed) selected a mynx cadence vascular closure device 6/7f to close the access site. The device was deployed per the IFU. It was reported that hemostasis was achieved, but when the physician checked the patient's left foot for pulses there was no pulse. A CT scan was performed and "something" was noted in the femoral artery. The patient was taken back to the ir lab (interventional radiology department) and the right groin was accessed. The physician accessed the patient's right groin and went up and over the distal aorta to see the left leg and see why it didn't have a pulse. The physician alleged that "peg" was seen in the common femoral artery, so the physician inserted an angiojet (thrombectomy system) in the left common femoral artery and removed the alleged peg. The patient got pulses back in her foot. The patient was kept in the hospital overnight and was discharged to home on (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1300705) indicated that the device lot met all established performance criteria prior to shipment.